Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0n24v, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0n24v, implanted: (B)(6) 2014, product type lead; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # va0n24v, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0n24v, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A manufacturing representative reported the patient felt jolting, tingling, and numbness on the right side of their body after a car accident a couple weeks ago. The car seat belt was over the ins at the time of the car accident. The patient had turned the ins completely off after feeling the jolting sensation. When the patient turned the ins back on, they had symptom relief for a while, but then they got the same sensation later that day. The ins had been turned off since. X-rays were planned so they could be compared against base line x-rays. The issue occurred randomly throughout the day. The manufacturing representative stated the sensations were most likely caused by a hidden short due to some of the contacts already having open circuits and possibly connecting with one another, but that had not been confirmed. The patient¿s ins was currently off and the sensations had resolved. The patient¿s indication for use is essential tremor and parkinson¿s dual.